Manufacturer narrative:
The intraocular lens sample was returned to manufacturer for evaluation. Visual inspection under microscope revealed loose particles on the sample, compatible with handling the lens out of the sterile environment. Residue which appeared to be ophthalmic viscosurgical device (ovd) was detected in the optic zone (anterior and posterior sides). No damages and/or irregularities in the lens or lens haptics were observed. The lens condition is consistent with a lens that was prepared / handled for surgical process. Due to the return lens condition, no further product testing could be performed. A manufacturing record review was performed and all process operations presented in the manufacturing record were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) was generated when this production order was manufactured. Device met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that the doctor removed and replaced the intraocular lens (iol) within the same procedure due to the lens not being stable in the patient's left eye attributed to a capsule tear. It was stated that the incision was enlarged. In addition it was stated that there was an unplanned vitrectomy during the event. It was stated that the replacement lens was from another manufacturer to complete the procedure. No patient post operative injury was reported.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.